Event description:
Customer's family member was experiencing symptoms of hyperglycemia including, vomiting, smell of ketones on their breath, and rapid breathing. They received a reading of 238 mg/dl on their freestyle meter. Based on this, the customer took the family member to the emergency room. The family member was placed on an IV with dextris and insulin drips. The family member was then moved to a special care unit.